Event description:
International affiliate reported that a pt developed a topical wound infection three days following resection of the descending colon. The contents of the reservoir were observed and cultured. The surgical drain was removed nine days later and the pt was discharged.

Manufacturer narrative:
Date sent to the FDA: 09/13/2006. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.